Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol modified kugel patch device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol modified kugel hernia patch. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol modified kugel hernia patch. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol modified kugel patch device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol modified kugel hernia patch. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol modified kugel hernia patch. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2007 ¿ patient was diagnosed with right direct inguinal hernia thereby underwent open repair with implant of modified kugel patch. Per operative notes, ¿the defect appeared to be larger, and a modified kugel patch was placed retroperitoneally and anchored.¿ (B)(6) 2017 ¿ patient was diagnosed with infected hernia mesh with chronic sinus and abscess of the right groin thereby underwent open repair with removal of modified kugel patch. Per operative notes, ¿the infected and inflamed subcutaneous tissue was excised. The unhealthy granulation tissue coming up from abscess cavity is noted. There was a lot of fibrosis from recurrent infections and previous surgery. The spermatic cord adherent to the sinus tract medially was dissected. The synthetic mesh was seen in the canal. The modified kugel patch in extraperitoneal was kind of a ball in the retropubic area it looked like most of the abscess. All the meshes were removed.¿